Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose was not impacted. Multiple attempts were made to follow up with the customer on alternate insulin therapy; however, no response from the customer was received.